Event description:
The hcp reported the pt developed a pocket infection and the entire system was removed. The pt outcome after the explant was not reported. A follow up report will be sent if additional information is received.